Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that the posterior cuff remained in the foot pocket, posterior needle tip was bent, and there was a needle strike mark at the posterior foot. This is indicative of the posterior cuff miss as the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. The posterior cuff miss and subsequent anterior cuff-to-needle tip detachment directly resulted in a failure to retrieve the suture and this could appear very similar to the reported suture break when retracting the plunger. Therefore, the reported experience is confirmed. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. The probable root cause for the posterior cuff miss that subsequently resulted in anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report. Additionally, two sterile devices of the same lot as the complaint device were returned. They were functionally tested, and the results were acceptable. Needle deployment, suture retrieval, and knot advancement were all successful. Closure of the puncture site was achieved on tissue model. Based on our investigation, the two sterile devices performed according to specification. No manufacturing or quality issue was detected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of a mildly calcified left and right common femoral artery before an endovascular aortic aneurysm repair. Two devices were used on the left artery and two devices were used on the right artery. Reportedly, 'the suture kept breaking' on all four devices. Hemostasis was achieved using three additional proglide devices; one device on the left artery and two on the right artery. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Perclose devices 1, 2 and 4 (12673-03/890316h). The device is expected to be returned for evaluation. It has not yet been received. The first, second and forth perclose (12673-03/890316h) are each being filed under separate MFR numbers. Estimated date reported as last week.